Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 19095540, medical device expiration date: 2022-09-13, device manufacture date: 2019-09-05. Medical device lot #: 19087574, medical device expiration date: 2022-08-21, device manufacture date: 2019-08-20. Medical device lot #: 19085331, medical device expiration date: 2022-08-14, device manufacture date: 2019-08-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector piston was stuck in the recessed position. The following information was provided by the initial reporter: the reported feedback suggests piston remained in the recessed position. The piston remained in the recessed position and did not return to the closed position after disconnecting the luer device. This event occurred two times. No health hazard to patient was reported.

Manufacturer narrative:
Additional information: b.5 describe event or problem: added the number occasions (2). Two mz1000 samples were received for investigation with residual fluid present (appendix 1); no packaging was received with the samples, however the customer indicated the possible affected lot numbers to be either 19095540, 19087574 or 19085331. Additional information provided by the customer confirmed the connecting product in use at the time of the customer's experience was a terumo product and that the product had been in use for up to 30 days. A visual inspection of both samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by repeatedly connecting and disconnecting each sample to various male luer components from retained bd stock and flushing; the customer's experience of a recessed piston could not be replicated. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19095540, 19087574 and 19085331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. Please note that the directions for use of the maxzero states "change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations". In this instance the customer confirmed the affected samples were used continuously for a period of approximately thirty days. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero device in the past 12 months.

Event description:
It was reported that maxzero needleless connector piston was stuck in the recessed position. This occurred on 2 occasions. The following information was provided by the initial reporter: the reported feedback suggests piston remained in the recessed position. The piston remained in the recessed position and did not return to the closed position after disconnecting the luer device. This event occurred two times. No health hazard to patient was reported.